Event description:
The field service engineer reported that the system displayed a cine disk not available error, thus preventing the cine function. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine backplane was properly installed onto the cine hard drive. The system was tested and found to be working as intended and put back into service.